Event description:
It was reported that, "purchasing called and said that the box was damaged and they could not use."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.